Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. The device also had a cracked reservoir tube lip and scratched lcd window. No constant tone or black line on screen noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got wet and was not working. The customer explained that the device was put in the washing machine by accident. She stated that a constant tone was occurring and had a black line on the screen. Blood glucose value was 201 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.